Event description:
The fault was found in the spare center, not during use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section b5 was corrected with information that was inadvertently omitted from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the monochromatic image freeze was unable to be confirmed. The definitive root cause of the image issues could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of image frozen with black and white screen was confirmed. Device evaluation found at times a bad image with white balance adjustment failure due to a defective mainboard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the olympus asset evis exera iii video system center image was frozen with black and white screen. There was no delay in the procedure. There were no reports of patient harm.